Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown. The customer had air bubbles. Troubleshooting was performed for air bubbles. Approximate size of air bubbles is 6". Customer allowed for insulin to warm to room temperature prior to filling reservoir and was reported that pump may have been compromised because of insulin leaking. The reservoir will not be returned for analysis.

Manufacturer narrative:
The information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.